Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was implanted past its use by date.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead, product type programmer, physician. (B)(4).